Manufacturer narrative:
Investigation: checking the manufacturing charts, no pre-existing anomaly has been discovered on the (B)(4) items manufactured with the same product code and lot number as the device removed in this event. According to the records available, all the items belonging to the part code 1374.09.121, lot number 2201768 and sterilization (B)(4) have been implanted and this is the first and only complaint received on this lot. We have received no additional information on this event; therefore, we cannot carry out further investigation. However, considering that: - no pre-existing anomaly was discovered by checking the manufacturing charts of the lot number of the component involved in the event. - this is the only complaint received on this lot. We have no evidence to consider the event as product related. Pms data: based on the relevant pms data, the revision rate of the glenospheres belonging to the family codes (B)(4) due to loosening is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery performed on (B)(6) 2025, due to loosening. Patient presented with a loose humeral component. The following glenosphere was removed and replaced by a new glenosphere (diameter 42 mm): - smr glenosphere dia. 40mm (part code 1374.09.121, lot number 2201768, sterilization (B)(4)). The date of previous surgery is unknown. The patient is a male, date of birth (B)(6) 1953. The event happened in the united states.